Event description:
It was reported that prior to an unspecified procedure, a filter prematurely deployed. A greenfield otw filter dislodged outside the body. Another of the same greenfield filter was used to successfully complete the procedure. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).